Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold u-500 humalog insulin with the pump. Tandem customer technical support informed customer that cold u-500 humalog insulin is off-label per the user guide. Reportedly, the customer had also been using the same cartridge and infusion set for over 2 days. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed the infusion set to address the issue. Customer's blood glucose level was 158 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per user guide: ¿only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per the tandem user guide: ¿do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿